Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during the implant of this right atrial (ra) lead, helix extension difficulty was encountered. Once the helix was successfully extended impedances were measured high and out of range greater than 2000 ohms. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.